Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device malfunction. A visual inspection on the received condition of the device noted a big cut (chip) on the rubber ring. There were also cuts found on the packing ring. The cuts on the valve packing ring and rubber likely contributed to the device mishandling. In addition, the valve was tested with a test scope (gf-uct180) and observed the balloon self inflate; which confirms the reported device malfunction.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to odg.

Manufacturer narrative:
The air / water valve has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the operators¿ technique could not be ruled out as a contributory factor. The instruction manual for use states, ¿before each procedure, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as described in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair.¿

Event description:
Olympus was informed that during a diagnostic endoscopic ultrasound procedure, the patient was perforated. It was reported that the (air/water) valve of the scope was faulty causing the balloon to over inflate and explode inside the patient. The impact of the explosion created a perforation on the patient. The patient was sent to (B)(6)). The patient's outcome is unknown. This is 2 of 2 reports.